Event description:
A reporter called to report that the remstar CPAP machine he was using caused his thyroid cancer. The reporter said he was using the CPAP machine for almost 23 years. He had remstar lx plus before and once that was returned he was given remstar lx. He said he found polyurethane foam particles in the device. He thinks he has being inhaling those particles, and that in the end caused his cancer. He was also asking why this particular device was not recalled if it has toxic foreign particles.